Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2023. It was reported that the balloon burst. No patient complications were reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Section e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf code a0402 captures the reportable event of balloon burst.